Event description:
It was reported that the lead was capped and replaced due to externalized conductors. The patient condition was fine.

Manufacturer narrative:
Evaluation description: a partial lead with the connector pin measuring 11.8cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.